Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with an on-device low alert acknowledged and the user later self-treating with oral carbohydrates and juice. Symptoms included suspected loss of consciousness, impaired mobility, and subsequent bruising consistent with a hypoglycemic episode. Outcomes included temporary functional impairment without the need for outside assistance or medical intervention. Investigation included complaint intake review, user troubleshooting and education, and assessment for device-related performance issues based on available information. Investigation of this case revealed no confirmed device malfunction and no evidence of a device-related adverse effect, with the cause of the hypoglycemia unclear. It was concluded that the event was consistent with hypoglycemia with an undetermined cause and that the device functioned as designed based on the reported alert and successful correction with carbohydrates. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.